Event description:
Customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated troponin (accutni) result generated by the access® 2 immunoassay system for one patient. A patient sample when tested gave an accutni result of 6ng/ml. Upon repeat the next day, the sample gave 2 results of 0.02ng/ml. Another sample was obtained from this patient and tested which gave a result of 0.03ng/ml. The erroneous result was reported outside of the laboratory. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
Sample was collected in a li heparin tube with a gel separator. Sample was reanalyzed the next day without recentrifuging. Bci hotline discussed proper sample handling techniques with the customer. Qc performed prior to and after the event was within the lab's established ranges. System check performed on the day of the event passed within specifications. Service was not dispatched for this event. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.